Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a sales representative reported via email that an ar-9100-06m univers apex optifit humeral stem, 6 mm, had an inferior locking screw that would not fully lock the device. The case was completed by removing the implant device from the patient and up-sizing to an ar-9100-09m univers apex optifit humeral stem, 9mm, without issues. The case was delayed 20-25 minutes, and it is uncertain whether additional anesthesia was administered. This was discovered during a total shoulder arthroplasty procedure on (B)(6) 2026, with no reported patient harm.